Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. The gore-tex® soft tissue patch is indicated for use in, ¿reconstruction of hernias and soft tissue deficiencies.¿ the instructions for use states, ¿use of this product in applications other than those indicated has the potential for serious complications, such as aneurysm formation or undesired healing to surrounding tissues.¿ it should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore-tex® soft tissue patch instructions for use warns: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore-tex® soft tissue patch instructions for use also warns: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery.¿many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures the above inherent risks are typically detailed in standard informed consent documents.

Manufacturer narrative:
According to the instructions for use (IFU) for gore-tex® soft tissue patch, possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to adhesions and related harms, bowel obstruction, contamination, defect recurrence and related harms, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, infection, irritation or inflammation, mesh migration, mesh contraction, pain, paresthesia, seroma or hematoma and related harms, tissue ischemia, wound dehiscence, and additional intervention including surgery.

Event description:
According to a study published by christopher b. Dechet, m.d. The article was accepted june 2, 2014, use of the gore-tex® soft tissue patch was evaluated in patients undergoing open partial nephrectomy (opn). The article reports 175 patients received gore-tex® soft tissue patch to aid in the closure of the renal parenchymal defect. It was reported that infection of the eptfe material occurred in 2 patients (1.1%). One infection was diagnosed 3 months postoperatively and the second occurred 8 months after the initial surgery. In both cases, it was explanted without requiring nephrectomy. One-millimeter-thick eptfe (gore-tex soft tissue patch) is cut into 1.5-cm-wide strips and placed on either side of the tumor bed. The average mean age was 57 with majority male gender.